Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing resulting in inapprpriate shocks. No pacing inhibition was reported. Extensive troubleshooting was performed to elicit noise, proved unsuccessful. The device was explanted and returned for analysis. New information received indicates that the noise was still present after device replacement. Upon further inspection it was identifed that there was an break in the insulation under the suture sleeve of this defibrillation lead. The physician commented that the insulation is too soft for today's standards.